Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer's blood glucose level. Customer received assistance with resetting the pump, and no recurrence of the malfunction code was observed after resetting. Customer was instructed to continue using the pump and to call back if the malfunction code recurs; caller acknowledged and understood the instructions.